Event description:
Complainant alleges heating pad has a burn in it. No injuries or property damage were reported with this incident.

Manufacturer narrative:
This pad was severly bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.